Event description:
A discordant low advia centaur xp cortisol result was obtained on a patient sample and the result was questioned by the physician. The customer performed repeat testing and result was higher. There was no report of adverse health consequences due to the discordant low cortisol result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse performed a total service call and found no system issues that may have contributed to the false low advia centaur xp cortisol test result. No conclusion can be drawn. The instrument is performing within specification. No further evaluation of the device is required.